Event description:
The customer reported the battery was low when fully charged and the device gave an inadequate low battery warning then shutdown. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery was low when fully charged and the device gave an inadequate low battery warning then shutdown. There was no reported pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.